Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected an atrial arrhythmia as ventricular fibrillation (vf) and delivered therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.